Manufacturer narrative:
(B)(4). Device available for evaluation. Labeled for single use.- complaint device was returned to dexcom and evaluated. The reported failure was not confirmed and no failure detected.

Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 the receiver displayed permanent out of range signals. Dexcom has issued an rga for patient to return the device to be investigated.at the time of contact with dexcom technical support, patient's parent did not report any medical intervention or injuries.